Event description:
(B) (4). It was reported that "the first responder equipped with a lifepack 12 locked out in AED mode applied combo pads to an unresponsive patient. The monitor displayed a reading when the patient was not touched. Upon doing compressions, the monitor would display the dashing line as it does when it is not connected to a patient. It would connect intermittently and start with the instructions to apply the patches. A transporting unit arrived on scene and they connected the combo pads to the transporting unit's monitor. It had the same problem. The crews removed the combo pads and opened a fresh pair. The crew had no issue with the new pair. The patient was asystolic upon their arrival. No shocks were indicated or attempted. The patient had no response to the treatments and after 30 minutes of resuscitative efforts, was pronounced dos. The failure of the combo pads did not delay defibrillation. It took approximately 10 minutes to switch to the new set of pads".

Manufacturer narrative:
Per phone conversation with (B) (4) at facility, the following was reported: on 09jan09- call from facility was reported by (B) (4) (operations manager) that the patient was asystolic upon arrival. The pads were connected to a lifepack 12 locked out in AED mode and placed on an unresponsive patient. Pads would connect intermittently. Ten minutes later, the transporting unit arrived and they connected the pads to their lifepack 12 and the same intermittent connection was experienced. The patient was still asystolic on arrival. The crew removed the combo pads and opened a fresh pair with no issue. The patient had no response to the treatments and after 30 minutes of resuscitative efforts was pronounces dos. The actual complaint device has been returned to conmed for evaluation. Once the investigation has been completed, a supplemental report will be filed.